Event description:
Facility reported, there was a hole in the tubing of the needle, and blood leaked through this hole when the patient was cannulated. The hole is an actual slit on tubing. The slit is in the middle of the tube body. The slit is at an angle. Patient lost 10cc of blood.

Manufacturer narrative:
Based on evaluation of returned defective sample, preserved sample, DHR and simulation test, we like to conclude that the reported incident is an isolated case. Conclusion: from the findings of our investigation, the slits could be due to the piercing of cannula on the tube body. We had taken the necessary actions at our production area to reduce the possibility of such defect from happening again.